Manufacturer narrative:
Initial.

Event description:
It was reported that a user believed the ilet meal announcements were resulting in excess insulin delivery, experienced a glucose low to 49 mg/dl after eating slightly more than usual at dinner, and self-treated with three glucose tablets and a large glass of orange juice; the user also reported preemptively taking glucose tablets based on perceived insulin-on-board and had earlier overtreated a prior low that preceded a hyperglycemia to 247 mg/dl. Symptoms included shortness of breath, visual disturbance, feeling overheated, shakiness, and sleepiness during hypoglycemia. Outcomes included urgent low glucose and low glucose events without hospitalization. Investigation included review of user-reported history and consultation with the trainer regarding potential follow-up and a possible adjustment to meal-related parameters. Investigation of this case revealed user behavior contributing to glycemic variability, specifically overtreatment of hypoglycemia and use of prophylactic glucose in anticipation of pump-delivered insulin, with no report of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and overtreatment were the most likely causes.